Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. The physician noted that there was placement difficulty not related to patient anatomy, and the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that there was tissue visible on returned helix. Removed tissue with alcohol, helix extends and retracts within specification.

Event description:
It was further reported that the lead was returned.